Manufacturer narrative:
Hamilton medical ag comes to the conclusion: based on the current information of the complaint: it was established that there were some issues regarding the set up of the circuit and positioning of the flow sensor. Device was also being used without neonate dampener. This was put down as a training problem with the hospital. Rootcause: lack of training of the hospital personal. Correction: b1 and h1: no malfunction detected.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer reported vent was producing numerous alarms before starting ventilation whilst in ncpap. Logs requested for assessment. Exact customer description - 'set up in ncpap , all settings correct but when put on patient, started breaths at 130 bpm, however patients actual breaths were 45 bpm. Vent also stated oxygen supply failed, even though o2 cell was checked and oxygen was attached. No clinical signs, symptoms or conditions. Additional device was required.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer reported vent was producing numerous alarms before starting ventilation whilst in ncpap. Logs requested for assessment. Exact customer description - 'set up in ncpap , all settings correct but when put on patient, started breaths at 130 bpm, however patients actual breaths were 45 bpm. Vent also stated oxygen supply failed, even though o2 cell was checked and oxygen was attached. No clinical signs, symptoms or conditions. Additional device was required.